Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up appointment, several pacing impedance measurements greater than 2,000 ohms were noted on the right ventricular (rv) lead. All other measurements were appropriate. This patient was not pacemaker dependent. The physician elected to not make any changes to the implanted system. No adverse patient effects were reported.